Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the md that the epidural catheter was placed in a labor & delivery patient without difficulty. The catheter was used successfully during labor. When the md attempted to remove the catheter, a lot of resistance was met; the patient was in a sitting position at the time. During removal, the catheter separated & a 2cm piece was retained part in the subcutaneous tissue & part in the epidural space. At this time, the piece has not been removed from the patient; however, the md stated the patient has contacted the hospital & wants it removed. The md will be following up with product number & results of removal of product from patient. Additional information from the sales representative in late 2008 states the patient is seeing a neurosurgeon for consult on the removal of the piece. The patient is experiencing back pain.